Event description:
It was reported that the patient received inappropriate therapy due to noise on both leads. With the new leads implanted, noise was still noted, so the ICD was replaced.

Event description:
Additional information shows lead remains implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.